Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas exhibited battery depletion within approximately 12 hours despite full charging with the provided charger, and device data logs showed cessation of data as if the device shut down on its own, consistent with a premature battery discharge and implicating the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.